Manufacturer narrative:
On (B)(6) 2016, the customer reported that after replacing the infusion sets, the occlusion alarm had not reoccurred. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 414 mg/dl and an insulin injection was used to address the bg level. The customer changed the cartridge and tubing and received another occlusion alarm. Tandem technical support had the customer perform a system check using the current supplies and the occlusion appeared to be within the cartridge. The customer loaded another cartridge and infusion set. Reportedly, the customer had been using apidra insulin in the cartridge.